Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device unable to duplicate customer's reported problem. Pump was found to be displaying "1720" error code alarm message on power up during the investigation instead of "1770" error code. Found broken back up capacitor ground or green wire that causes the issue. Problem source is unknown . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1770 to alarm 1770 during testing. There was no patient involvement.